Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed end of life (eol) with a long charge time ten days after reaching recommended replacement time (rrt). It was also noted the right ventricular (rv) lead superior vena cava (svc) defibrillation coil had suspicious variable impedance values, with high impedance observed several months prior and an alert triggered due to high impedance. The svc coil was previously programmed off and the rv lead remains in use. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.